Event description:
New information received indicated that the asymptomatic patient presented to the clinic for further assessment on (B)(6) 2023 and a follow-up on (B)(6) 2023. The physician confirmed the device is loose in the pocket. There were no other issues. The device is functioning normally. No intervention was performed. The patient will continue to be monitored.

Event description:
It was reported that the patient is able to move the device in the pocket. No intervention was performed at this time and no patient symptom was reported.